Event description:
It was reported that during a remote follow up, out of range lead impedance was noted on the left ventricle (lv) lead. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Additional information was received indicated the out-of-range pacing impedance was high. The device was reprogrammed. The patient was in stable condition.